Manufacturer narrative:
Updated reporter information and report source.

Event description:
It has been reported that the device did not power on when it was retrieved for a patient use event. The patient outcome is unknown.